Event description:
It was reported that the user installed a new dexcom g7 sensor and observed glucose values on the g7 mobile app, but the ilet pump displayed "start sensor" and did not show readings because the sensor pairing code had not been entered on the pump. No reported symptoms. Outcomes included temporary interruption of automated dosing with user instruction provided to enter the sensor code on the pump and start the sensor. Investigation included troubleshooting and user education. Investigation of this case revealed use error related to sensor setup and pairing on the pump, with the pump and sensor hardware not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.